Event description:
It was reported that the patient presented in clinic. It was discovered that the patient's pacemaker had a sudden drop in battery longevity, which was caused by a diagnostics issue due to over-projection of longevity in the past. Programming changes were not made at this time and the device would continue to be monitored. There were no patient consequences.